Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device is an instrument and is neither implanted or explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
During a right femur fracture the surgeon was drilling with the 4.5/6.5 mm stepped drill bit and drill stop for the superior recon screw. As the surgeon was drilling he would stop and take x-rays of how far he went into femur. On the third pass as he was drilling the drill stop failed and gave way causing the drill bit to go through the femoral head and into acetabulum. The surgeon used a 6.5 mm recon screw in the drilled hole to complete the procedure. Surgeon noted going through the femoral head into the acetabulum caused some bleeding to occur. This is one of two reports for this event.